Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8598 lot# b004295n14 implanted: (B)(6) 2003 explanted: (B)(6) 2017 product type catheter product ID 8596 lot# b005121n55 implanted: (B)(6) 2003 explanted: (B)(6) 2017 product type catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, a medwatch (uf/importer report # 06-0010-2017-004) was received regarding a patient who was receiving baclofen (unknown type, dose and concentration) via an implantable pump for intractable spasticity. The medwatch was indicated as having been submitted to the FDA by a healthcare professional (hcp)/risk manager. It was indicated that the patient's baclofen pump was implanted in (B)(6) 2015 and was not delivering adequate pain relief to the patient. On (B)(6) 2017 the patient had an additional visit to the emergency department due to inadequate pain control. The hcp was unable to assess whether the pump component or the catheter was malfunctioning. During a revision surgery, a piece of the catheter broke off and the broken piece remained in the patient as consult with neurosurgery indicated there was more risk to the patient to attempt removal than leaving it in place. Medical history included chronic spasticity due to c5-6 quadriplegia. No further complications were reported/anticipated.